Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The pse confirmed the reported led issue. The pse found that the device would need a new power switch overlay. The pse replaced the power switch overlay to resolve the reported issue. The device passed all testing and operated within the manufacturing specifications. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer¿s product support engineer (pse) reported the green color led caused lighting defects. There was no patient involvement at the time the issue was discovered.